Manufacturer narrative:
(B)(4). D10: 32mm mod head cocr -3mm neck. Item: 163668. Lot: 65013391. G2: foreign ¿ australia. H6: proposed component code: mechanical (g04) - stem. The product was requested but was not returned by the hospital and will therefore not be sent to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.

Event description:
It was reported that the patient underwent a hip revision approximately 20 days post-implantation due to a medial femur fracture. During the procedure, the stem and head were revised, and three cables were used to fix the fracture. It was confirmed that no further information could be provided.